Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. The reported condition was confirmed. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the jaws did not open and close smoothly from the beginning of use. The jaws stuck on tissue (ovarian duct) and did not open. An assistant physician also tried to open the jaws but failed. For that reason, a new handpiece was opened and used to remove the incident device by additional resection.